Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation a faradrive sheath was selected for use. During procedure, ablation of the pulmonary veins and of the cavotricuspid isthmus (cti) was done. While starting to retract the farawave and faradrive from the patient, bubbles were noticed inside the faradrive, both were still inside of the patient. However, at the beginning of the procedure, no issue with the valve has been observed. While trying to aspirate the bubbles, it was noticed that there were always bubbles. An issue with the valve of the faradrive was suspected. The procedure was completed without patient complications. The device is not expected to be returned for laboratory analysis.